Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to unspecified details. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received a low reading of 50 mg/dl obtained on the adc device compared to a reading of 300 mg/dl obtained on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. The customer reported feeling weak, disoriented, and lethargic, and experienced abnormal vision described as "going crazy" or "wonky." The customer was able to self-treat by consuming sweets and drinking orange juice. The customer self-presented to an emergency care clinic, where a healthcare professional (hcp) obtained the aforementioned comparison readings but did not provide any emergent treatment. The customer self-treated with their sliding scale of 7 units (type unspecified). There was no report of death or permanent impairment associated with this event.